Manufacturer narrative:
D10: concomitants: (B)(6); 300-60-02 - stemless humeral comp laser cage, size 2. (B)(6); 310-61-53 - stemless humeral head 53mm x 20mm x beta. (B)(6); 319-01-32 - steinmann pin sterile 3.2mm x 178mm. (B)(6); 521-78-32 - threaded pin size 3.0 collarless 2pk . (B)(6); 531-78-20 - shoulder gps hex pins kit 1001522040. A10012 - gps implant kit v2. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a 71 yo patient, initial shoulder implanted on (B)(6) 2023, underwent a revision procedure on (B)(6) 2023, due to rotator cuff failure post total shoulder arthroplasty. The patient presented with pain. There were no issues with the surgery. The surgeon noted all components where will fixed with no significant wear or issues. X-rays provided. There were no device breakages. The devices are not available for return, reason unknown. No further information.

Manufacturer narrative:
The reason for the shoulder surgical revision reported is likely due to rotator cuff failure as reported. However, this cannot be confirmed as the devices were not returned for evaluation and contributions to patient-related issues, soft tissue tensioning, and/or component positioning or sizing issues to the reported event cannot be determined from the reported information. D4/d6: device, serial #, UDI #, expiration, implant and explant dates unknown. G3: manufactured dates unknown. G4: PMA 510k cannot be determined. H6: corrected health effect, medical device, component, and investigation clinical codes.